Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Photo was also returned confirming the reported event. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. The tip of the nozzle and plunger tip are bent. No lens returned. Returned photo shows activated autonome device (nozzle part only). The plunger is advanced outside the nozzle tip and appears to be advanced under the lens. The lens is advanced into the nozzle tip partially exiting the nozzle. We are unable to determine the root cause for the reported complaint "the lens did not come out correctly from the device". Only the device with no lens was returned for evaluation. As the lens is not present in the device, its position for the advancement cannot be confirmed. Photo was also returned confirming the reported event. Plunger underride was observed on the returned photo. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscoelastic device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the physician noticed that the lens was defective. The procedure was completed and company viscoelastic was used. There was patient contact. Additional information was received stating that, the lens did not come out correctly from the device and there was no patient harm.